Event description:
During prep for a ptca/stenting treatment procedure, the tip of the balloon of the liberte bare (mr) 20 / 3.00 mm stent delivery system fractured. The liberte bare stent delivery system was threaded onto a 0.014 trooper floppy guide wire, but would not advance. As the physician attempted to retrieve it the balloon stent would not move. When the physician applied force, the tip of the balloon fractured. The procedure was completed with another device. Pt's status is listed as "very good."